Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The sheath was returned to edwards lifesciences after being used in the procedure. A photograph of the sheath tip post-procedure and fluoroscopic imagery of the stent were provided for review. However, the fluoroscopic imagery did not provide information relevant to the evaluation. CT imagery of the patient¿s access vessels were provided as well. In the imagery, access vessel calcification and tortuosity can be seen. Additional photos of the axela sheath was provided by the site after the procedure showing the reported damage to the distal end of the sheath. Due to the nature of the complaint, no dimensional inspection or functional testing was able to be performed. A device history records (DHR) review was performed for the component work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints. The review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review of the related work order was performed and revealed other complaints relating to sheath withdrawal difficulty and damage.  A review of the complaint history from april 2018 to march 2019 revealed other returned complaints. Of the complaints that were confirmed, no manufacturing non-conformances were identified in the returned devices. Available information suggests that patient factors and/or procedural factors contributed to the reported events. During manufacturing of the axela sheaths, the device and its components are tested and inspected multiple times. The inspections and test described above support that proper inspections of the devices are in place to detect issues related to the complaint events. The complaints were confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Calcification in the access vessel could have prevented the distal flap from returning to its original diameter after contraction. As it can be seen in the images provided, there was some calcification present. This would make the distal flap more susceptible to catch on calcification when the device is moved through the access vessel, resulting in the observed distal flap damage and retrieval difficulty. Distal tip damage on the axela sheath was able to be replicated in a lab note book study. In addition, as identified in a product risk assessment, it is possible that the sheath tip interacted with sutures (prostar device) used to close the vessel during sheath retrieval, which may have resulted in the damage of the distal flap in a distinctive ¿x¿ pattern and subsequently leading to withdrawal difficulty. A CAPA has also been initiated to investigate issues of axela sheath tip damage that may result in patient injury. The CAPA is currently in the investigation phase. Available information suggests that patient (calcification) and procedural factors (sheath interaction with closure device during retrieval) may have contributed to the complaint event. As the complaint for ¿sheath shaft ¿ withdrawal difficulty¿ is likely the result of the sheath distal tip damage, no additional CAPA action items are required. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformances were found. A definitive root cause is unable to be determined, however, available information suggests that patient (calcification) and procedural factors (sheath interaction with closure device during retrieval) may have contributed to the complaint events. Since no product nonconformance's or labeling/IFU/training inadequacies were identified, no product risk assessment escalation, corrective or preventive action is required at this time. A product risk assessment was previously initiated to assess patient risk for sheath distal tip damage. A CAPA has been previously initiated to investigate issues of axela sheath tip damage that may result in patient injury.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), prior to the insertion of the axela sheath, the vessel diameter right and left were 8 to 8.5mm with no calcification and mild tortuosity. Two prostar devices were used as the first one failed. There was easy insertion of the axela sheath over the safari wire at the right femoral artery. No folding was visible. The insertion of the 29mm sapien 3 ultra valve on the ultra delivery system through the axela sheath was achieved with low push force and implantation of the valve without problems with good result. The retrieval force of delivery system through the sheath was moderate but the retrieval of the sheath was very difficult with high retrieval forces, especially at the tip of the sheath. The introducer was re-inserted and then with severe retrieval forces the sheath was able to be pulled out. Directly severe bleeding occurred at the puncture side which needed blood infusion. An emergency procedure to implant a fluency plus vascular stent graft 10mmx40mm was done. At the tip of the axela sheath some very sharp and hard obstacle were visible. The vessel angio afterwards showed a good result and the patient was in a stable condition.